Event description:
This medwatch report has been retrospectively prepared and submitted in response to a review of complaint records for the previous three years. The physician used a wilson-cook tracer metro wire guide during stent placement using an oasis one action stent introduction system. The wire guide locked upon the guiding catheter during a difficult stent deployment. The stent would not deploy resulting in stretching the catheter and binding up the guide wire in the stent introduction system. No injury to the pt was reported.